Manufacturer narrative:
(B)(4).

Event description:
While calling for help in resetting her meter, the patient also mentioned that they received high test results with coaguchek xs meter serial number (B)(4). The patient is on anti-coagulation therapy due to a heart tumor in 2011. The patient initially tested with the meter at 10:26 a.m. On (B)(6) 2017, resulting as 5.7 inr. The patient squeezed more blood out of the same fingerstick and tested again on the meter at 10:29 a.m.. The result from this test was 4.0 inr. At 10:32 a.m., the patient then tested a sample from a new finger on the meter and this resulted as 5.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient has no hematocrit issues and does not suffer from antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. Other than starting to take tylenol pm on (B)(6) 2017, the patient has not had any changes in diet, medication, or exercise. The patient is compliant and the doctor did not change the patient's warfarin medication even though she had high results over the last few weeks. The patient takes medication at 7 p.m.. The patient's product has been requested for investigation and replacement product has been sent to the patient. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.9 inr. Donor 1 hct: 40%, donor 2 hct: 32%. Testing results: donor #1: master lot: 2.3 inr, customer meter and master lot: 2.3 inr. Donor #2: master lot: 2.9 inr, customer meter and master lot: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. None of the treatments/medications taken by the patient are currently known to interfere with the accuracy of the test results.